Manufacturer narrative:
A photograph was provided which confirmed the blade break at the mount. A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a total knee replacement procedure, the blade broke in half. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total knee replacement procedure, the blade broke in half. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.